Event description:
This is filed to report difficult to remove and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prolapse and anterior and posterior leaflets. It was noted that imaging was poor due to a rotated heart. The clip delivery system (cds) was advanced to the mitral valve; however, the user crossed the valve extremely lateral and the clip became stuck in the cords. Troubleshooting was performed and the clip was freed. The clip was retracted back when a chordal rupture was observed. The procedure continued with the clip, and the clip was deployed. Additional treatment was not performed. The chordal rupture was left untreated. One clip was implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to patient morphology/pathology (rotated heart) and the clip stuck on chords appears to be due to user technique. The tissue injury (chordal rupture) appears to be related to the procedural condition of difficult removing from the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.